Event description:
Information received indicates the head end caster swivel, after the brake is engaged.

Manufacturer narrative:
The technician replaced the head end casters to repair the stretcher.